Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received indicated that patient arrived at the hospital with altered mental status (ams) and seizures after being found down at home. The patient was intubated for airway protection and tested positive for strep pneumoniae, bacterial meningitis and ventricular hemorrhage; the patient was subsequently treated with steroid and antibiotic medication. It was further reported that after holding sedation, the patient continued to remain minimally responsive, and it was decided to transition the patient to comfort care. The patient subsequently expired shortly, and no autopsy was performed. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction, infection and death are known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of neurological dysfunction and infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that the patient arrived at the hospital with altered mental status (ams) and seizures after being found down at home. The patient was intubated for airway protection and tested positive for strep pneumoniae, bacterial meningitis and ventricular hemorrhage and was subsequently treated with steroid and antibiotic medication. It was further reported that after holding sedation, the patient continued to remain minimally responsive and after discussion with the family, it was decided to transition the patient to comfort care. The patient was palliatively extubated and the ventricular assist device (vad) was disabled the following day. The patient subsequently expired shortly, and no autopsy was performed.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received indicated that patient arrived at the hospital with altered mental status (ams) and seizures after being found down at home. The patient was intubated for airway protection and tested positive for strep pneumoniae, bacterial meningitis and ventricular hemorrhage; the patient was subsequently treated with steroid and antibiotic medication. It was further reported that after holding sedation, the patient continued to remain minimally responsive, and it was decided to transition the patient to comfort care. The patient subsequently expired shortly, and no autopsy was performed. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction, infection and death are known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of neurological dysfunction and infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that the patient arrived at the hospital with altered mental status (ams) and seizures after being found down at home. The patient was intubated for airway protection and tested positive for strep pneumoniae, bacterial meningitis and ventricular hemorrhage and was subsequently treated with steroid and antibiotic medication. It was further reported that after holding sedation, the patient continued to remain minimally responsive and after discussion with the family, it was decided to transition the patient to comfort care. The patient was palliatively extubated and the ventricular assist device (vad) was disabled the following day. The patient subsequently expired shortly, and no autopsy was performed.